Event description:
The customer contact reported detachment of the friction fit flashback bulb. It was reported that during pt use, the flashback bulb "separated" from the tubing. The clinician noted the event before an unspecified surgical procedure was started. There were no reported adverse pt effects. Though requested, no additional information was provided.